Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 1pm for a high blood glucose level of 600 mg/dl. Customer was wearing the pump at the time of emergency room visit. The customer mentioned that the hospital visit was due to high blood pressure and that they had no issues with their insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.